Event description:
The customer reported that the ventilator touchscreen was frozen and unresponsive. The ventilator was not in use on a patient at the time of the event occurred.

Manufacturer narrative:
(B)(6) 2018. The touch screen was returned for evaluation. The visual inspection of this touch screen revealed scratches and a good indent all through the bottom half of the screen. Testing showed that the physical damage prevented the touch screen from operating. The cause of the damage was not determined.